Event description:
An 8f angio-seal vip was deployed without any problems. Bleeding was noted at the puncture site, and manual compression was applied. The pt stayed overnight in the hosp for observation. The pt was listed as stable.

Manufacturer narrative:
The complaint device has not been received for analysis. Upon receipt and completion of analysis, an add'l medwatch will be filed.